Event description:
It was reported that the patient presented remotely via merlin.net with over-sensed noise exhibited by the right atrial lead resulting in inappropriate mode switch. Electromagnetic interference was suspected. No interventions were made, and the issue will continue to be monitored. The patient was discharged in stable condition.